Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 3-4. During preparation of the clip delivery system (cds), the gripper alignment with the clip arms was not acceptable. One gripper aligned and the other one was off center. The cds was not used in the patient. There was no patient involvement with this device. The second cds was advanced to the mitral valve and the clip grasped the leaflets with no issue. However, after grasping, the physician noted a tear in the posterior leaflet via echocardiogram. Therefore, the clip was removed, and the patient was taken to surgery for mitral valve replacement. The mitraclip procedure was initially attempted as the patient was high risk for surgery. There were no clips implanted, mr remained at 3-4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the complaint device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; and no issue was identified. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.